Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on his insulin pump were not responding and that removing and reinserting his battery did not resolve the issue. The patient's blood glucose at the time of incident was 107 mg/dl. He stated that the unresponsive buttons occurred while he was programming a bolus for his upcoming meal. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.